Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect and profile settings erased after an update. Customer's blood glucose level was 190 mg/dl. Reportedly, the customer corrected the time, re-inputted profile settings, and resumed insulin therapy.